Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative. A review of the event logs showed no errors during testing on (B)(6) 2018, and the camera images were aligned and focused. An immucor field service engineer visited the customer site to assess the testing instrument used on (B)(6) 2018 and found it to be operating as expected. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative compatible crossmatch when using capture-r select strips on a galileo echo instrument, when tested on (B)(6) 2018.